Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A partial power on reset was recorded on (B)(4)-2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A partial power on reset was recorded on (B)(6)-2010. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the patient presented to the clinic with the device having experienced an electrical reset and there was a full restore warning. The device is still in use. It was further reported that there was no reprogramming and that the pacemaker succeeded in restoring all programmed settings to their previous values. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented to the clinic with the device having experienced an electrical reset and there was a full restore warning. It was further reported that there was no reprogramming and that the pacemaker succeeded in restoring all programmed settings to their previous values. The device is still in use. No patient complications were reported as a result of this event.